Event description:
It was reported that the customer's insulin pump was repeatedly alarming compromised force sensor system while the customer was filling the tubing. The customer's blood glucose was 143 mg/dl. The customer also stated that the cap beneath the motor was sticking out. Advised customer to discontinue use of the insulin pump and revert to back-up plan. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received stuck on a motor error alarm that occurred during the rewind due to a corroded motor home switch. No alarm for a compromised force system could be verified due to the motor error alarm. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.